Event description:
It was reported that the extension set leaked and cracked at the connection to the catheter. It was noted that the threads do not thread accurately. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the extension set was leaking at connection to the catheter. It was noted that the threads were not threading accurately and cracks were observed. There were no adverse effects caused to any patients from the event.

Event description:
It was reported that the extension set leaked and cracked at the connection to the catheter. It was noted that the threads do not thread accurately. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of extension set leaked and cracked at the connection to the catheter could not be confirmed due to the product was not returned for failure investigation. Device history record for model mpx5300-c lot 20016223 shows that the set was manufactured on 14 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.